Manufacturer narrative:
Correction: plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A search for potential lot number delivered to the patient was performed resulting in thirty-three different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There was one approved temporary deviation notice (dn) reported on each identified lot numbers, which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical nurse director reported that dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It is unknown, how far long into treatment the blood leak occurred. It was reported that the dialyzer was found to be leaking from the top and bottom. Additional information regarding the dialyzer, patient¿s status, patient¿s estimated blood loss and outcome was requested; however to date no information has been received.